Event description:
Nellcor puritan bennett received a call from a rep of a facility on 11/30/99. Facility called to report the following problem: pt died on vent. Mother stated that vent did not alarm.